Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma- late.

Event description:
Patient reported left side capsular contracture baker grade IV. Physician confirms capsular contracture baker grade IV and seroma diagnosed by an ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Seroma- late: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side capsular contracture baker grade IV. Physician confirms capsular contracture baker grade IV and seroma diagnosed by an ultrasound. Device has been explanted and replaced.